Event description:
Patient presented to the physician with an abscess at the neck incision site. Physician performed abscess removal and prescribed antibiotics. Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed another course of antibiotics and scheduled the patient for surgical exploration.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead beneath the tissue, repositioned the stimulation cuff, re-sutured, and closed the incision.